Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Based on the analysis, there was temporary sensor inaccuracy observed at the time of the reported event.after the event, the mean absolute relative difference (mard) for the week (B)(6)2021 was (B)(4) which confirms that the accuracy between the sensor readings and fingerstick calibration entries had improved.

Event description:
Senseonics was made aware of an incident where patient experienced a hypoglycemia event. Patient sat on the balcony and was reading a book when she noticed that she did not feel well she wanted to check her glucose and saw that she had a high temperature alert. She then went inside to perform a fingerstick and she had only 34mg/dl while her eversense showed 113mg/dl.